Event description:
The customer reported that she was hospitalized due to hypoglycemic seizures in late (B)(6) 2011. The customer's blood glucose reading at the time of admission was 16 mg/dl. The customer didn't feel that the event was caused by the insulin pump. The customer felt that the issue was that she didn't factor in her exercise. The customer reported another hospitalization for low blood glucose levels in (B)(6) 2009. The customer stated that she took insulin for food she was going to eat. The customer never ate the food, and later fell asleep without compensating for the insulin she took. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.